Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the laser probe tip was too "stiff" to insert into the trocar cannula. An alternate laser probe was used to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. The probe was manufactured on june 20, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. The system was manufactured on january 12, 2011. Based on qa assessment, the product and associated system met specifications at the time of release. A 23 ga illuminated flexible curved laser probe was received at for evaluation. A visual assessment of the returned sample was performed on march 16, 2016 and showed no obvious nonconformities. The laser probe was then inserted into a 23ga trocar cannula, but the cannula became stuck at the junction of the nitinol and the probe tip cannula. The sample was then measured with a calibrated 23ga needle gauge the probe tip cannula was found to meet specifications. However, the nitinol was found to be short. The cause of the reported event can be attributed to the short nitinol tip. However, how or when the sample became nonconforming cannot be determined. (B)(4).